Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the immunosuppressed patient experienced an infection. Discoloured fluid was expressed from the pocket, was cultured and patient received antibiotic treatment. The right ventricular (rv) lead and implantable pulse generator (ipg) were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.